Event description:
It was reported that the patient presented to the emergency room in cardiac arrest and expired a few days later. The implantable cardiac defibrillator was undersensing the r-wave and since the patient's last follow up appointment the rate setting on the device was 40 beats per minute. The physician questions if the detections were set right on the device, as the patient had several ventricular fibrilation episodes while in the hospital before the death.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further information has been requested. Evaluation summary: (B)(4): the device was returned, analyzed, and analysis results revealed a capacitor leakage. We did receive performance data collected from the device and have analyzed the data. Std review (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - undersensing/not sensing s2d file (B)(4) and programmer data show various ventricular undersensing between (B)(6) 2010 and (B)(6) 2011. (B)(4): the proximal segment of the lead was returned, analyzed, and analysis results revealed no anomalies found. It was further noted that the outer insulation had a depression.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further information has been requested. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found. We did receive performance data collected from the device and have analyzed the data. (B)(4) review (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - undersensing/not sensing s2d file (B)(4) and programmer data show various ventricular undersensing between (B)(6) 2010 and (B)(6) 2011. (B)(4) the proximal segment of the lead was returned, analyzed, and analysis results revealed no anomalies found. It was further noted that the outer insulation had a depression.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further information has been requested. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies found. (B)(4) the proximal segment of the lead was returned, analyzed, and analysis results revealed no anomalies found. It was further noted that the outer insulation had a depression.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further information has been requested. The device analysis is in progress and will be forwarded when completed. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Std review - no anomalies found (B)(4) the proximal segment of the lead was returned, analyzed, and analysis results revealed no anomalies found. It was further noted that the outer insulation had a depression.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further information has been requested. The device and lead have been returned, analysis is in progress and will be forwarded when completed. Data from the device has been sent and is being analyzed, results will be forwarded when complete.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further information has been requested as well as the device. Data from the device has been sent and is being analyzed, results will be forwarded when complete.

Event description:
Asku.